Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device was improperly serviced previously. It was noted that during a prior service, insufficient glue was applied between the coupling head and gear sleeve. Due to this insufficient gluing the coupling part became loose while running which resulted in becoming detached. It was further determined that the device failed pretest for general condition and check the attachment coupling. It was determined that the improper prior service resulted in the current failure to occur. The cause for the missing components, damaged internal mechanics and the debris inside the handpiece was also determined to be due to the insufficient gluing during the previous service. Therefore, it was determined that improper repair was the main cause for all failures to occur. It was determined that the assignable root cause was due a manufacturing deficiency. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that two parts of the small battery drive device, 1 spring and 1 ball, were missing. When the device was disassembled traces of water were found inside the handpiece. It was further observed that one of the sensor magnets, which is required for oscillation mode, was moved out of its position and scratched the electronic control unit (ecu) housing during the rotation. It was noted that no traces of glue were found between the coupling head and the gear sleeve. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.